Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower was not latching. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower drawer 1 of 2e latch was not closed. A field service engineer (fse) found that plastic hasp had been broken when the medication room door opened into it, snapping it off. The hasp was replaced apart from inventory and door 1 was recovered and inventoried. The system functioned as intended after the field service engineer repaired the device.